Event description:
Customer reported that he rec'd results of 128mg/dl and 258mg/dl on the same device. While no timeframe was provided, the info given indicates that the timeframe was likely less than 10 minutes. No adverse event reported and no treatment rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.